Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl and treated with insulin pump. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states insulin pump had insulin flow blockage all day. Customer states they performed a 5.0 unit fill cannula and states the insulin exited. Customer states the cannula was not bent. Customer states they reconnect tubing at quick release and prime a 5 unit fill cannula and insulin exited and insulin pump alarmed insulin flow alarm. Customer declines high blood glucose troubleshooting. The insulin pump will not be returned for analysis.